Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarming/red light. The key failure is the hose clamp cause leaking on the hose. As stated on the repair statement additional malfunction on this device: power switch has no alarm.

Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.